Event description:
The hospital contacted the manufacturer to request that another stroke volume limiter (svl) be sent to the institution. The patient has been supported pneumatically since december 2002, and the patient's svl is cracked. Hospital personnel exchanged the svl immediately and the patient suffered no ill effects. The patient remains ongoing on pneumatic actuation.